Manufacturer narrative:
Exemption number e2019001. The clip remains in the patient anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that the clip detached from one leaflet. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve and placed in a central position reducing mr to 1-2. A second cds was advanced to further reduce mr, but after the clip was deployed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The procedure was aborted as the posterior leaflet was restricted and the same occurrence could occur again and mr did not increase with the slda, mr remained at 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. The patient was confirmed to have a good outcome. No additional information provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. Based on the information provided, the reported difficulties were due to anatomical conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.